Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: data files and the 2af283 balloon catheter with lot number 16340 were returned and analyzed. The patient file showed eight applications were performed using catheter 2af283 with lot number 16340. The patient file showed 14 applications were performed using catheter 2af283 with lot number 16975. Console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings as expected. However, the temp profile was unexpected during ablations one, two, four, seven and eight. External visual inspection of the balloon, shaft, and handle segments showed an air gap between the inner and outer balloons upon inflation. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for eight applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 degrees celsius (°c)). The inflation, ablation, and thawing phases were completed. No console system notices were generated. Temperature fluctuations were observed during the ablation phase. In conclusion, the reported fast temperature drop and fluctuations on temperature curve during ablation was confirmed through testing. The balloon catheter failed the product return inspection due to a vacuum interference causing air gap between balloons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature dropped unexpectedly, it was suspected that the temperature sensor was damaged. The balloon catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.)